Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was impinging on the patient's nerves and bones which was causing pain. This ICD was then explanted. No additional adverse patient effects were reported.